Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in joint involving lower leg, abdominal pain, right upper quadrant pain, endometriosis, cervicitis, adenomyosis, urinary tract infection, low back pain, flank pain, dysuria and uterine bleeding. Concurrent conditions included overweight, polycystic ovarian syndrome, nausea, back pain, abdominal pain, abdominal pain upper, muscle strain and constipation. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the depression and weight increased had not resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: successfully surgically occluded fallopian tube. Imaging procedure - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 872994 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and polycystic ovarian syndrome. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. In (B)(6) 2000, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression") and abdominal pain lower ("lower abdome pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the depression and weight increased had not resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Imaging procedure - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs+mr received. New events added: migration of essure device location of device: uterus, weight gain, lower abdominal pain. Outcome of the events abnormal bleeding, dysmenorrhea, lower abdomen pain, were updated to recovered/resolved and weight gain, depression were updated to not recovered / not resolved. Reporter and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, polycystic ovarian syndrome, nausea, back pain, abdominal pain, abdominal pain upper, muscle strain and constipation. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition:depression") and abdominal pain lower ("lower abdome pain"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2017. At the time of the report, the device expulsion and pelvic pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the depression and weight increased had not resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: successfully surgically occluded fallopian tube. Imaging procedure - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporters information added. Lot no. Were updated.medical history were added. Lab data were added.event: genital hemorrhage seriousness criteria were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition:depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2016 salpingectomy (one side removal of fallopian tube)). At the time of the report, the pelvic pain, genital haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Reporters information was added. Event injury was replaced with pain. Events added: abnormal bleeding (general), depression, dysmenorrhea (cramping). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.